Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the physician was unable to insert a lead into the header of the pacemaker. The physician elected to use another device. The patient was stable throughout.

Manufacturer narrative:
The reported field failure to connect lead was not confirmed in the laboratory. Analysis found the setscrew and septum were not returned from the field. These components are essential for analysis in order to determine the cause of the problem that occurred in the operating room. Therefore, no analysis could be performed to determine the cause of the problem.